Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited high / rising thresholds. The lead was repositioned and remains in use. It was also reported that the implantable pulse generator (ipg) exhibited complete loss of pacing and exit block was noted after connection to the lead. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.